Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported: anvil issues. It was reported that during the laparoscopic left hemicolectomy surgery, after made purse-string, could not assemble the anvil and device. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58z44. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage, with staples present and with the breakaway washer uncut, indicating that the device had not been fired. After further inspection was noted that the device trocar was damaged resulting in a tighter fit between the anvil and the trocar. No functional test could be performed. It is possible that the component was damaged from the supplier, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.